Event description:
Patient was revised due to poly wear of the liner and loosening of the cup.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after approximately 12 years of implantation. The product code has been identified using the product description etched on the device. The lot code is not available on the device. Review of the device history records was not possible as the lot code required for retrieval was unavailable. A complaint database search finds no other reported incidents against the provided product and vendor lot code for the acetabular cup since its release for distribution. A returned femoral head is not a depuy manufactured device. This use of competitor product with the depuy devices is not recommended. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.